Manufacturer narrative:
B3, b5: additional information.

Event description:
Information was received stating no patient involvment with this incident.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that "system failure d2a offset voltage bgnd test" was recorded in history. During analysis, the reported problem was not able to be duplicated. Service replaced the main printed circuit board (pcb) as a preventive measure, performed preventive maintenance and all functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited "d 2 a off set voltage". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.